Manufacturer narrative:
The unit was received with reservoir tube lip completely broken off. Reservoir does not stay locked in. Unit received with operating currents within specification. Unit passed self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Unit received with cracked case at reservoir tube window corners, missing o-ring at the reservoir tube, broken battery tube threads and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the plastic ring by the reservoir chamber broke off. Customer's blood glucose was unknown at the time of incident. Customer also indicated that a plastic chip might be missing from the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.